Event description:
It was reported the screw broke during revision. The pt was being revised due to "discomfort" from the original surgery which treated c4-c7. As the surgeon was removing the plate and screw, one of the screws on the right side broken in half. The surgeon was unable to remove the broken portion from the pt's bone. New instrumentation was implanted after removal of the original hardware.